Event description:
Pt called alleging the display area on the meter was blurry. They received a 67 result on their meter and 83 on another meter. They took their diabetes medications as usual. They did not seek or receive medical attention. The meter has been replaced.